Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in battery longevity was observed compared to the previous follow-up longevity data. In addition, an increase in left ventricular capture threshold was noted. No intervention was performed as the patient was asymptomatic and will continue to be monitored. Related manufacturer report number: 2017865-2017-34594